Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7099389.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort and difficulties in healing of his scalp. The patient's lead had migrated, and he had eight millimeters of the lead extruding from his skull. The patient went to the emergency department where his wound was cleaned, re-opened, and the physician repositioned the lead. The patient is doing well post-operatively.